Manufacturer narrative:
The pod was received with the soft cannula deployed. During fluid path testing, a tear was found in the exposed portion of the soft cannula that allowed fluid to leak from the pod. The timing and cause of the exposed soft cannula damage could not be determined and so it could not be determined this damage contributed to the reported leaking during wear event. The exact cause of the reported leaking during wear could not be determined. No fluid or evidence of fluid was found inside the pod. No cracks were found in the housing that would result in fluid ingress. During fluid path testing, no leaks were found in the unexposed portion of the soft cannula that would result in fluid leaking inside the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 347 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found damaged. It was noticed that there was moisture in the window and insulin was leaking from the pod. This caused the patient¿s blood glucose level to become high.